Manufacturer narrative:
(B)(4). Batch # m9221w. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. No noise issues were heard and no difficulties to rotate the shaft were noted. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
Tracking number: (B)(4) date sent: (B)(6) 2015 information was not provided by the contact.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips didn't close correctly. Higher effort to twist the shaft and noises. No further information. There were no adverse consequences for the patient reported.